Event description:
It was reported that the customer received a button error alarm on the insulin pump. Her blood glucose level was 137 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected number scrolling anomaly was noted. No button error alarm was noted. All of the buttons functioned properly. However, corroded keypad traces were noted due to moisture damage. The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube, cracked battery tube threads and a stained address and serial number label.